Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The ro markerbands, tip of the device were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the midshaft was kinked at 8 mm distal to the midshaft to hypotube bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 38 x 2.50 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. During the removal of the device from the distal end of the guide catheter, the physician noted that the proximal edge of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 38 x 2.50 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. During the removal of the device from the distal end of the guide catheter, the physician noted that the proximal edge of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).